Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case#FDA-2014-n-0736-1252, awareness date 07-oct-2015). It refers to a female (B)(6) consumer in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. She had to have a complete hysterectomy including ovaries at the age (B)(6) due to complications. She had to deal with side effects on a daily basis and took numerous medications that she did not take before. Product technical complaint investigation result was received on 22-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had to have a complete hysterectomy including ovaries due to complications. This event is serious due to medical importance and required intervention and listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (hysterectomy) may be required. Although, in this particular case the procedures indication has not been provided, considering events nature, causality with essure use cannot be excluded and therefore this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.